Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and battery out limit alarm. Customer has tried several batteries but the device would not turn on. Customer had to go to the emergency room as the blood glucose was getting high due to being off the insulin pump. Blood glucose level at the time of the call was 108 mg/dl. During troubleshooting, the customer was able to get the display to return. Self-test was performed and passed. The customer was advised that a replacement battery cap will be sent out.